Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and has a blank display. Customer changed the battery three times and pump did not work. Customer does not recall any significant events leading to the error. Troubleshooting was done for blank display and was found that customer was using wrong batteries. Customer inserted correct batteries and pump worked. Customer's blood glucose was 413 mg/dl at the time of incident. Customer was advised to monitor pump if any further issues.